Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit cut too deep in patient. There is no patient health impact or delay reported. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Event description:
This MDR is a duplicate of 0001526350-2024-01296. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to void initial report, as it was created in error. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11 this MDR is a duplicate of 0001526350-2024-01296. The initial report was created in error and should be voided.